Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28jan2025. No section of the device remains inside the patient. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystoscopy, removal of stents, bilateral retrograde pyelogram (rgp), insertion of bilateral stents procedure, one of the stents of the filiform double pigtail ureteral stent set was faulty and broke, so they had to open another one. Three stents were used in total, two stents worked fine, and one was faulty. The stent was fed over a guidewire, when removing the wire from the stent, it caught on something in the stent and as it retracted, the stent snapped, and had to be completely removed. No adverse effects to the patient has been reported. Additional information has been requested regarding patient outcome. At the time of this report, no further information has been provided.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d3 as reported, during a cystoscopy, removal of stents, bilateral retrograde pyelogram (rgp), insertion of bilateral stents procedure, one of the stents of the filiform double pigtail ureteral stent set was faulty and broke, so they had to open another one. Three stents were used in total, two stents worked fine, and one was faulty. The stent was fed over a guidewire, when removing the wire from the stent, it caught on something in the stent and as it retracted, the stent snapped, and had to be completely removed. No adverse effects to the patient have been reported. No section of the device remains inside the patient. The patient did not require any additional procedures or experience any adverse effects due to this event. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: ¿precautions ¿ do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered.¿ ¿how supplied ¿ upon removal from package, inspect the product to ensure no damage has occurred. Conclusion: based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.